Event description:
Covidien received information that this n65 pulse oximeter display was missing segments. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
No fault found. The n65 pulse oximeter was powered on (B)(6) and run through numerous on/offs and factory service set up procedures with no segments missing during this process nor during the post period when all segments/symbols are visible. (B)(4).